Event description:
It was reported that the patient had a jet ski accident and landed on her stomach pretty hard. The patient had not been able to eat or drink any liquid for 3 days.

Manufacturer narrative:
(B)(4).